Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported: "the device permanently shows 46% oxygen saturation". No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries power; however, led segments on the led digits failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions, but the readings were not clear due to the blank led segment. The customer's complaint in regard to "the device permanently shows 46% oxygen saturation" could not be duplicated. The failure was isolated to the system circuit board; which caused the segment to not illuminate. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event.